Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error alarm. The customer¿s blood glucose was 180 mg/dl. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. Customer reports that they were able to clear the alarm. Customer states that they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.